Manufacturer narrative:
No evaluation has been completed as the device has not been received by the manufacturer at the time of this report. A supplemental form will be filed when evaluation is completed if the device is returned. The device history report was not evaluated as no lot number was provided.

Event description:
It was reported that during a total knee replacement procedure, the end of the device broke off inside the patient wound. The broken piece was fully recovered. It was reported that this incident delayed the procedure by 30 minutes.

Manufacturer narrative:
The device was returned to the manufacturer in a condition consistent with field use. A portion of the proximal handle, which is used to attach the device to the handpiece, has broken off. There is no sign of metal fatigue, rust, pitting or weakening, near the break. The teeth of the device are consistent with use in the field. The root cause is uncertain but may be linked with the use/misuse of the device in the field. Contrary to the account's description, the section of the device that broke off is on the handle or proximal portion, and does not make patient contact. The device history record was reviewed and no discrepancies were found.